Event description:
Maude event report: (B)(4). Every time the patient put in lenses she had cutting and burning, first and second time wear. One came into 2 parts after 2 weeks wear. Patient called the doctor who told her to replace the lenses. The doctor states the patient has a reoccurring corneal ulcer in her right eye and that the patient will not stop wearing her lenses long enough for her eye to heal. The ulcer is almost resolved.

Manufacturer narrative:
Maude event report (B)(4) corneal ulcer. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.